Event description:
It was reported to philips that the device's display is blank. There was no patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified, but the root cause could not be determined.